Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: more than 400 mg/dl and less than 150 mg/dl; 316 mg/dl and 153 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.